Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The physician elected to perform an invasive procedure due to oversensing and an open circuit. The decision was made to replace the entire system at this time.